Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose level was 484 mg/dl. Customers other blood glucose value was 312 mg/dl. The customer was treated with insulin shots and insulin pump for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did allege pump was under delivering because they said that they having several high blood glucose values. Customer states the drive support cap appears normal. Customer declined to complete the troubleshooting. The insulin pump will not be returned for analysis.